Event description:
Patient came to (B)(6) to have is PICC replaced due to the purple hub being missing. I assessed the PICC in his right arm. It was documented to have been removed previously. Insertion site was tender and a bit swollen. PICC originally placed (B)(6) 2018 by this writer. The purple end hub was missing as was the clamp. No bleeding noted. A blue object was inserted into the open end of the line and taped in place. The patient states this happened two days ago and he has missed 2 days of antibiotics. I placed a hemostat on the open end since I removed this blue object and tape. PICC was removed without incident trimmed at 45cms as when placed.

Event description:
Patient came to adstu to have is PICC replaced due to the purple hub being missing. I assessed the PICC in his right arm. It was documented to have been removed previously. Insertion site was tender and a bit swollen. PICC originally placed 6 days ago by this writer. The purple end hub was missing as was the clamp. No bleeding noted. A blue object was inserted into the open end of the line and taped in place. The patient states this happened two days ago and he has missed 2 days of antibiotics. I placed a hemostat on the open end since I removed this blue object and tape. PICC was removed without incident trimmed at 45cms as when placed.

Manufacturer narrative:
The following elements have blank data.